Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The reported symptom, that the device failed the downstream occlusion pm test, was reproduced and confirmed through eval. The fluid number readings from the downstream sensor with a fluid filled set were above specification. This elevated signal caused the premature downstream occlusion alarm to occur during the customer's pm testing. This condition was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump failed the downstream occlusion preventative maintenance (pm) test. The pump alarmed for downstream occlusion at 6 psi. This event occurred during testing and there was no pt involvement.